Event description:
It was reported that customer was having issues with enlite sensor. Customer stated they have been experiencing a lot of trouble with calibration errors. Customer stated that patient had one error this afternoon but he was only 40 off. Customer's blood glucose was 400 mg/dl. Patient treated with the insulin pump. Troubleshooting was done. During the troubleshooting, the customer was advised to speak with healthcare provider regarding sites. Customer mentioned patient slim and sensor readings were low and bent. No further information provided.

Manufacturer narrative:
Reliability analysis: inspected 2 opened/used enlite sensors and performed bicarbonate buffer test (B)(4). Both sensors passed with accurate readings.